Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, set screw was stripped. It was not known the cause of the issue. The device was implanted. The patient¿s condition was stable.